Event description:
On 06/03/2025, it was reported by a facilities representative via (B)(4) that an ar-8500obe flute set had experienced breaks when inserting parts into the shaver handpiece. This was discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed due to the complaint device not being returned for investigation and no photos of the reported failure being provided. The complaint device was not received for investigation. Three packaged and unopened ar-8500obe 8 flute, 5.0 mm x 13 cm oval burrs batch number: 15373446 were received for investigation. Visual evaluation of the three returned devices noted they were the same batch as the complaint devices. No issues were found visually with the unopened devices. Functional testing was performed on one of the three returned devices with a known good ar-8330h and the device was found to be able to attach and disconnect from the shaver handpiece with no issues. No problem found with the returned devices. The most likely cause for the reported failure can be attributed to normal wear and tear of the locking pin in the shaver handpiece used with the device. The most likely cause for the reported failure can also be attributed to misuse due to mishandling/using the complaint device with a worn concomitant device.